Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of three (3) 2.0mm couplers were not aligned. This was identified during patient use. To resolve the issue, new couplers were used to continue the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. Visual inspection was performed and two of the coupler rings did not appear to have any misalignment or visible issue related. The third coupler rings showed a slight misalignment and a pin that appeared to be outside the approximated ring instead of inside the mating hole as intended.the reported condition was verified in sample three (3); however, not verified for sample one (1) and two (2).  The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.